Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date implanting a uni-polar hip system. Subsequently, patient was revised on (B)(6), 2014 due to unknown reasons. Patient was converted to a primary total hip system.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch:

Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date implanting a uni-polar hip system. Subsequently, patient was revised on (B)(6) 2014 due to unknown reasons. The modular head was removed and replaced.